Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the septum, interrupting insulin delivery. Additionally, it was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issues. Customer¿s blood glucose level was 320 mg/dl.